Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt's lvad was exchanged with another lvad due to a thrombus event, thrombus around the lvad inflow graft. It was also reported that the pt had a stroke prior to the pump exchange. The pt remains in the hosp, trached and vent dependent, and has a feeding tube. It was also reported that the pt "does not do much neurologically." She opens her eyes to voice, and moves her right side a little. The pt currently has a fever, her inr is 6, and is struggling. The hospital's neurology stated that if there is not change in the pt's condition in 8 weeks, they will remove her from pump support.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.